Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2024 after reporting pre-syncopal episodes and low blood pressure at home. The patient had several pulsatility index (pi) events but not all showed up on the system monitor. The event log file contained clusters of persistent pi events as well as routine power source changes. It was communicated on (B)(6) 2024 that the concern and reason for the log file submission was that the patient and their spouse reported alarms¿ around the time of the patient's syncopal event that occurred on 11sep2024 at roughly 0600am. When the coordinator reviewed the history at the time the patient presented to the emergency room, the history only went back to 11am due to the number of pi events recorded. Technical services confirmed that the time frame was overwritten with new incoming pi events and could no longer be seen. On 26sep2024 it was communicated that the cause of the pi events and presyncope was due to a gastrointestinal (gi) bleed. The pi events were stated to have resolved. A blood transfusion and endoscopy were performed. The patient transitioned home after the bleed stopped.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.